Event description:
The tip of one of the blades of a jorgenson scissors broke off while cutting out the cervical specimen. The surgeon was able to remove the scissor tip from the vagina without causing harm to the patient. Manufacturer response for jorgenson scissors, jorgenson scissor (per site reporter): I am awaiting a call back from a representative to take down the event and device details and to return the device for inspection.